Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory drug (no further details reported) and unspecified antibiotics (intraperitoneal, no further details reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow-up.